Manufacturer narrative:
Received a three spring evacuator with drainage tubing. Tubing was returned in three pieces. It was visually noted that the drain broke in two parts. The part without perforation measured 13 7/8" and the part with perforation and suture measured 12 1/2". It was also noted the "y" connector was broken in the section where the rings begin. Inspection noted that the drain broke at one of the perforations. Jagged/sharp edges and stress marks were noted at the breakage site which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. A pull test was done and the sample exceeded specifications. The finished product met all specification prior to being released for general distribution. The device history record could not be reviewed as a lot number was not provided. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles in the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that the drain broke inside a patient. Additional information received stated, during a lumbar fusion plif, the drain tubing had cracked open at the bifurcation of the tubing, not at the tip of shaft or tubing that enters the patient's back. It was sutured externally. The drain was removed by a physician and the patient was discharged.